Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that the system displayed error code 64 when they were trying to merge exams. The site was not able to get the images to merge. The site switched to another navigation system and was able to complete the merge and complete the case. No known impact to patient outcome. There was a surgical delay of less than one hour.

Manufacturer narrative:
H3: analysis was performed for product: 9735737, software version: 2.1.0. It was reported that the utilization logs were reviewed and found 4 sessions on the date of the issue. Out of them, 3rd session captured that site used tumorresectionoptical procedure and used one CT exam(CT-16) and one mr-1 exam that were tried to be merged. Reviewed the archive, archive had same images as logs captured i.e. One CT exam but loaded with warning message as "not optimal for the stealth" because of [ CT-16 with gantry tilt (14.5 degree) and 574 slices (spacing: 0.29 mm, thickness: 0.50 mm)] and one mr-1 exam with 176 slices (spacing and thickness 1.00 mm). Try to reproduce the scenario in house as loaded the exams and tried to merge them but it got successful merge and successfully verified as well, and issue could not be reproduced. As logs were not available, so the root cause of the reported issue could not be determined. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19 and already reported code d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.